Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, and fecal incontinence. The reason for call was patient reported last wednesday they had an MRI of the head, but they stopped the MRI because patient was feeling some tingling from the stimulator in their hip and they stopped the MRI and they were not able to finish. Patient was feeling a lot of burning later on and it was not painful but afterwards the bottom back side of the hip felt burning. Patient mentioned that during the trial they could not stand it on their right leg so the chronic lead was implanted on the left side. Patient believes scanning conditions were followed and confirmed the nurse present helped them activate the MRI mode. Reviewed how to activate MRI mode which confirmed patient is full body conditional. Patient reported that after the MRI when they turned therapy back on again they could not feel the stimulation sensation anymore and had a loss of therapeutic effect and has had accidents. During the call patient felt stimulation sensation initially when turning therapy on but then lost it. Reviewed option to increase stimulation as long as it is comfortable to do so. Redirect to doctor if issue persists.